Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen and dilaudid (c oncentrations and doses unknown) via an implanted pump for an unknown indication. It was reported the patient came in with intractable pain and they wanted to have a company representative (rep) come out to check to ensure the pump was functioning properly. The patient had not heard an audible alarm. The patient recently had their medications increased. The event date was (B)(6) 2019. Additional information was received from an hcp on 2019-dec-29 and the patient was hospitalized with increased pain and spasticity that began yesterday. The hcp was suspecting a device/therapy issue but did not have a physician programmer to confirm the pump status. The patient¿s vital signs were currently stable, and they were also suspecting kidney stone(s) but test results were not back yet. A local rep was paged so a physician programmer could be utilized to confirm pump status and itb emergency procedures were emailed to the hcp. No further complications were reported/anticipated or expected.